Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, internal leakage test failed pre-use check. Moreover, it was claimed that the ventilator generated technical error codes indicating power errors, turbine module communication error, ambient air temperature sensor range error, air humidity sensor range error, inspiratory flowmeter temperature sensor range error and o2 evacuation fan error. Inspiratory channel printed circuit board (pcb), inspiratory flowmeter and its cable, and o2 cell have been pointed as defective. Pc2030 inspiratory channel is one of the main components of the inspiratory section which conveys the breathing gas from the gas inlets to the patient breathing system. Pc2030 is an interconnecting board for turbine module, o2 gas module, o2 cell, o2 evacuation fan, inspiratory flowmeter and safety valve. The ambient air temperature and humidity sensor is located on pc 2030. The gas temperature is used as input to volume calculations and for supervision of the temperature delivered to the patient. Inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature, of the inspiratory gas from the o2 gas module and turbine module. The flow measurements are used as input to control the gas module and the turbine, creating a feedback loop. The flowmeter uses a thermal measuring principle, in this case a differential temperature measurement. The basic principle is that two temperature sensors at no flow through the flowmeter, the temperature will be equal on both temperature sensors and with a flow through the flowmeter, the temperature on the two temperature sensors will differ, consequently the higher flow the bigger temperature difference. Flow thermo sensirion sensor is a part of inspiratory flowmeter. O2 cell is responsible for measuring the o2 concentration in the inspiratory channel. The claimed part and device's logs were not available for further analysis. The cause of the reported issue has been determined as related to inspiratory channel printed circuit board, inspiratory flowmeter and its cable, and o2 cell.

Event description:
Manufacturer's ref. #: (B)(4).